Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.   Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.   The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloon used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon ruptured. The same issue occurred with the second cre fixed wire dilatation balloon device. The procedure was completed with a third cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.